Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the backup battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the 980 ventilator battery was not charging. There was no patient involvement at the time of the event.